Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a serious fall while fixing a household appliance within his home. Afterwards, the patient lost stimulation. Inadequate coverage and stimulation in an unintended area occurred once stimulation was restored. X-rays were taken and revealed lead migration. As a result, the patient plans to undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient's lead was explanted and replaced. Surgical intervention resolved the patient's issue.